Event description:
(B)(4). I had essure implanted in (B)(6) 2014. I had ongoing abdominal cramping after the procedure and for the next 2 years. I experience extreme fatigue, nausea, dizziness, brain fog, decreased vitamin d levels, hypoglycemic episodes, heart palpitations, extreme low back pain and very bad mid back pain. Carpal tunnel syndrome, nerve issues in foot.